Event description:
There was an allegation of questionable elecsys prolactin ii (prolactin ii) results for 1 patient sample on a cobas e 801 module. On (B)(6) 2023, the initial prolactin result was 0.383 ng/ml. On (B)(6) 2023, the same was repeated and the result was 26.5 ng/ml. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The prolactin ii reagent lot number was 580119. The expiration date was not provided. The customer stated that qc was acceptable on the day of the event. The investigation is ongoing.

Manufacturer narrative:
It was found that the customer did not wait the specified 30 minute clotting time prior to centrifuging the sample. The root cause of the event was determined to be consistent with pre-analytical sample handling issues.